Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse, that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels. Blood glucose level at the 30mg/dl and then dropped to 28mg/dl. Customer was treated with manual injection administered by the paramedic. Significant events that lead to hospitalization was the spouse found the customer unresponsive on the floor. Troubleshooting for low blood glucose levels occured. No additional information was provided.